Event description:
Reportedly, there was no lcd display. During troubleshooting, the engineer confirmed that the back light inverter pcb was faulty. After replacing the board, the ventilator functioned normally. There was no pt involvement in this case.